Event description:
It was further reported that the stent dislodged but did not come off the balloon totally.

Event description:
It was reported that during unpacking for a stenting treatment procedure, it was noted that a dislodgement occurred. During unpacking of the 5.0x32mm liberte bare/veriflex stent delivery system (sds) the stent was found to be "out of the balloon". The procedure was completed using another of the same device. There were no patient complications and the patient condition is listed as no complications.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the crimped stent had moved distally on the balloon. This resulted in the proximal edge of the stent being positioned approximately 7mm distal to the distal edge of the proximal markerband. The stent protector was not returned for analysis. The distal end on the stent was stretched and the stent struts at this end were misaligned. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent dislodged but did not come off the balloon totally.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).